Event description:
Three days following cypher stent placement, the pt is brought to the hosp in cardiac arrest. Emergent cardiac catheterization is performed which reveals thrombus in the cypher stent implanted in the prox lad. Aspiration is conducted, but unsuccessful to remove all the thrombus and the pt unfortunately expired. There were unable to evaluate the previously treated mid rca. Per the procedural physician, the probably cause of the sat/death was due to inadequate dosing of pre-procedure ticlopidine.